Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer ran blood glucose tests on 2 contour meters and the readings were 200mg/dl apart. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The strip information was not provided. Strips were not expected to be returned. A new meter was sent to the customer.